Event description:
It was reported that the pump was turned too high and the patient had a heart attack. The patient was in intensive care for 4 weeks. It was also reported that the pump was turned too high and it ruined the patients teeth. The pump was infusing baclofen, fentanyl and bupivacaine.

Manufacturer narrative:
Product ID: 8703w, lot# l52353, implanted: 1998, product type: catheter. (B)(4).